Event description:
Went to use floseal 10ml and noticed black flecks in the mix, could not use.

Manufacturer narrative:
(B) (4). Sample has been received for evaluation. This case is being submitted as a conservative measure. In case the foreign particle in the syringe is not observed, and would be applied to the surgical field, it potentially may cause a foreign body reaction or exceptionally local/generalized infection.